Manufacturer narrative:
The device was returned to zoll medical corporation; the report of bridge test failed was duplicated and attributed to a transistor on the bridge board. The report of unable to select energy was verified and the front panel membrane was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message and was intermittently unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.